Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged questionable results with the creatinine plus ver. 2 (crea) assay. The customer provided results for one patient sample, which were determined to be discrepant. The initial crea was 1.78 mg/dl. The result was reported the clinician who determined it did not fit the patient's status. He asked that the test be repeated. The test was repeated one hour later with a result of 1.06 mg/dl. This result was then reported. No treatment was performed due to the erroneous result. There were no adverse events. The crea reagent in use was lot number 67223001 with an expiration date of 08/30/2013. The field service engineer (fse) visited the site and determined the customer had disabled all extra wash cycles (ewc) on the analyzer due to being out of cleaner at the time. Due to the ewcs being disabled, the fse suspected reagent probe carry over. He enabled the ewcs and educated the customer on the importance of the ewcs. A precision check was performed and found to be acceptable. On (B)(6) 2013 the customer complained that the ewcs had not solved the problem. The fse then replaced the cleaner syringe. The customer will monitor the issue.

Manufacturer narrative:
The field service engineer replaced the cleaner valve at the transfer arm and observed the system for a week. No problems were found after the replacement.